Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the revision surgery as the inflatable penile prosthesis (ipp) was not working properly. The patient had a revision surgery to replace the cylinder and pump due to a hole in the right cylinder. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital two weeks before the revision surgery as the inflatable penile prosthesis (ipp) was not working properly. The patient had a revision surgery to replace the cylinder and pump due to a hole in the right cylinder. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams700 inflatable penile prosthesis (ipp) cylinder and pump underwent a thorough analysis. The cylinder was visually and microscopically examined, and a hole at corner of a fold which led to a leak was found in the cylinder body. The pump was visually and functionally tested and no anomalies were found. Based on the information available and analysis results, the leak identified in the cylinder could have caused or contributed to the reported clinical observation of mechanical issues.